Manufacturer narrative:
Findings: unit received with critical pump error (open book image) and broken force sensor alarm was present in the format history due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. No damage to reservoir area noted during visual inspection. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, stained serial number label, peeling end cap address label, severe corrosion on all electronic assemblies and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the reservoir compartment. The insulin pump was returned for analysis.